Event description:
A technician reported that during surgery, the cannula dislodged from the syringe during product advancement which created a hole in the posterior capsule. The surgeon noted that some viscoelastic was behind the posterior capsule which she was not able to retrieve. An alternate intraocular lens (iol) had to be used and placed into the sulcus because of the event. The pt was additionally treated with mannitol and unspecified glaucoma drops prophylactically in order to avoid elevated iop (intraocular pressure). Additional info was received from the surgeon, who indicated that the event resolve with treatment (glaucoma drops, sulcus iol).

Manufacturer narrative:
Evaluation summary: since no complaint sample is available further investigation cannot be performed. Based on the results of this investigation this complaint cannot be confirmed. Review of the complaint history of this batch number, shows that this is an isolated issue for this batch. There have been o other complaints reported in the lot number. Additional info was requested and received. (B)(4).